Event description:
As reported by the edwards field representative, following deployment of a 23 mm sapien valve, a moderate to severe paravalvular leak (pvl) was observed. The physicians used tee and angiography to pinpoint the pvl of 3-4 mm at the 1:00 o'clock position between two large nodules of calcium. The physicians placed a catheter and guidewire behind the frame of the sapien valve and deployed an 8mm amplatzer plug. The pvl was decreased to mild, but the patient's diastolic blood pressure and the hemodynamics of the valve only changed slightly. The physicians felt there was moderate central aortic insufficiency (cai). The position of the valve was assessed with angiography to determine whether it may be too aortic, thus causing the cai. There was a surgical valve in the mitral position and it was determined that this may have caused the sapien valve to move aortic during deployment. It was decided to place a second sapien 50:50 across the native aortic annulus, more ventricular inside the first sapien. The second 23mm sapien valve was placed in good position and the pvl and cai were mitigated to trace. Additional investigation revealed the following: the native aortic valve had bulky calcification, with the calcium distributed mainly on the left side. The aortic root was not calcified. There was no ventricular septal hypertrophy. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. Post deployment, the sapien valve was positioned 70:30 aortic. The image intensifier angle and the coaxial alignment of the valve and delivery system were described as good. During valve deployment ventilation was held, balloon inflation was held for three or more seconds, and there was no loss of pacing capture.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, none of the typical patient or procedural factors were present; however, per report, it was believed that the surgical valve in the mitral position may have pushed the sapien valve aortic upon deployment. The pvl was likely caused by the valve malposition in combination with the bulky calcification, as indicated by the location of the pvl between two large calcium nodules. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.